Manufacturer narrative:
Results of investigation: vyaire medical tested the ventilator with a known good ac adapter and known good patient circuit connected. The ventilator passed 182 hours of extended tests at the customer¿s settings. The ventilator failed troubleshooting during the final test for a non-conformity with measured vti on the tidal volume and flow test. Bench testing revealed a malfunctioning turbine assembly was creating the vti non-conformance. The ventilator also failed troubleshooting during the final test for a non-conformance with the measured (B)(4) percentage at the pressure and (B)(4) test. Bench testing revealed a malfunctioning (B)(4) blender was creating the (B)(4) non-conformance. A review of the event trace dated from (B)(6) 2017 with a total number of (B)(4) recorded observations contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation. Vyaire medical replaced the turbine manifold and (B)(4) blender to address the customer¿s reported issue.

Manufacturer narrative:
Vyaire medical is currently in the process of evaluating the unit. Once complete, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that while in use, the patient's oxygen saturation level dropped. The patient was placed on a backup ventilator and the saturation levels returned to normal. There was no report of a malfunction from the customer; the customer would like for the unit to be evaluated as a precaution. The customer reported that there was no permanent patient harm.